Event description:
It was reported that there was a bent mark on the foley catheter upon opening the package. It was confirmed that the device was not used on the patient. Per additional information via email from ibc on 18nov2021, it was confirmed that the shaft of the foley catheter bent. Per additional information via email from ibc on 25nov2021, it was confirmed that the complaint was against catheter bent but the catheter was not broken.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. The product had caused the reported failure. Based on the evaluation it was observed that there was bent on the shaft of the catheter. A potential root cause for this failure mode could be due to improper packaging of the medicon kit components which caused the bent or kinked shaft. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder or urethra may be injured.] 2. Applicable patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there was a bent mark on the foley catheter upon opening the package. It was confirmed that the device was not used on the patient. Per additional information received via email from the ibc on 18nov2021 it was confirmed that the shaft of the foley catheter was bent. Per additional information received via email from the ibc on 25nov2021 it was confirmed that the complaint was against the catheter bent and there was no breakage in the catheter.